Event description:
Manufacturing ref: 3005334138-2023-00283. The following was published in the elsevier inc. Publication date: 05/01/2023 in an article titled "pulmonary vein isolation with and without posterior wall isolation in paroxysmal atrial fibrillation: impprove-paf trial", aryana arashr md, phd. This retrospective study examined the outcomes of cryoballoon pvi vs cryoballoon pvi and pwi in patients with symptomatic paf during long-term follow-up. Using the nearest-neighbor method, a 1:1 matched sample of patients receiving pvi alone and pvi and pwi was created. An abbott tacticath se and flexability se ablation catheter were used to complete the ablations. 4 patients experienced transient phrenic nerve palsy, 1 patient experienced persistent phrenic nerve palsy, and 3 patients experienced pericardial effusions.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.